Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s driveline infection could not be conclusively determined through this evaluation. The account reported that the patient had a chronic driveline infection with a large abscess that had been draining heavily. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The heartmate ii lvas IFU, rev. H and the heartmate ii patient handbook rev. G are currently available. Section 1 of the IFU, ¿introduction¿, lists infection (local, driveline, and pump pocket) as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Furthermore, several sections of the hmii IFU and patient handbook provide care instructions regarding how to prevent infection as well as the suggested responses in the event an infection occurs. Sections 6 and 8 of the IFU, as well as sections 4 and 6 of the patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2012. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Event date has been estimated.

Event description:
It was reported that the patient had chronic driveline infection with a large abscess that had been draining. The patient also had a section taped on the driveline near the controller connector. There was a mild twist in the silicone coating just proximal to the tape on the end of the driveline.